Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had a huge leak and he was not getting volumes and they attempted to add air and it would not hold. It was indicated that the patient on aprv had 30 mmhg in his cuff and there was no excessive amount of air. It ended up intubating the patient and took him to the or to replace the trach. The patient had a replacement of the tube.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted the cuff presents various small tears. Functionally, testing observed the cuff deflated after seconds. It was reported that there was a cuff leak. An associated device issue was confirmed. The most likely root cause was traced to component failure. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: "ordinarily, cuff pressure should not exceed 25 cm of h20. Over-inflation of the cuff may cause tracheal damage and may inhibit ventilation. Consult with the attending physician. "Test each tube's cuff, pilot balloon, and valve by inflation prior to use. If dysfunction is detected in any part of the inflation system, the tube should not be used. "To ease insertion and to guard against cuff perforation from sharp edges of cartilage, taper back the cuff by deflating the cuff and gently moving it away from the distal tip of the cannula toward the neck plate as the residual air is removed by deflation. When tapering the cuff, do not use sharp instruments that would damage the cuff, such as forceps or hemostats. If information is provided in the future, a supplemental report will be issued.